Manufacturer narrative:
It was reported that the hl20 pump belt broke during patient treatment. No injury or harm reported. A getinge field service technician will be sent onsite for an investigation of the pump in question. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump belt broke during patient treatment. No injury or harm reported. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump drive belt has broken during treatment. No harm to any person has been reported. The customer confirmed that the repair was performed by a third party service. The replaced belts were not available for further investigation. Further the belts were not replaced within the 12 months interval as described in the service manual of the hl20. The device in question was manufactured on 2008-09-13. The review of the non-conformities during the period of 2008-09-13 to 2022-04-14 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure could be confirmed but most probably caused by the user. Furthermore in the service manual (chapter 1.7 maintenance overview) it is stated that the roller pump module belt replacement interval is 12 months. The user will be informed by the sales and service unit about the investigation results. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).